Event description:
Boston scientific crm received information that the patient implanted with this device experienced severe coughing spells as a result of a medical condition, resulting in oversensing of some myopotentials. Pacing inhibition greater than two seconds was observed at times in the pacer dependent patient, resulting in syncope. Technical services (ts) recommended programming changes, including decreasing sensitivity and to consider performing a defibrillation threshold (dft). Approximately seven months later, oversensing was observed on the right ventricular (rv) lead. Sensitivity was reprogrammed to 1.07 millivolts, appearing to resolve the oversensing. The patient did not report any symptoms at this time and the boston scientific crm sales representative reported that there were no pauses greater than two seconds, with one or two dropped beats on each episode.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.